Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and drawer was unable to be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and was not close. A field service engineer (fse) found that main full height drawer 5 was not detected as closed. Removed the back panel and observed the latch sensor light was off, then reassembled the latch assembly, after which the sensor light illuminated successfully. The customer was able to recover the device without any issues. The system functioned as intended after the field service engineer repaired the device.